Event description:
It was reported the patient experienced pain at the ipg site due to weight loss. As a result, the patient underwent surgical intervention on (B)(6)2018 where the ipg pocket site was revised resolving the issue.